Event description:
During review of the pt's programming history, it was observed that a faulted system test had occurred between dates (B)(6) 2007 and (B)(6) 2007, and pt left the office with device programmed at 1 ma, 20 hz, 500 pulse width, 30 seconds on and 60 minutes off. The physician did not perform a final interrogation after the system test which caused the pt to leave the office with unintentionally settings. The device settings were changed at the next office visit when the physician interrogated the device and noticed the settings were not as intended. This is a known event and it is expected that a faulted system test will caused the device to unintentionally change the pt's settings; therefore, it is important to perform a final interrogation in order to make sure that the pt leaves the office at intended settings.

Manufacturer narrative:
Analysis of programming history.